Manufacturer narrative:
The sample was not returned. The finished product met all specification prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risk associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Event description:
(B)(4). This complaint is being opened in association with the alleged event filed by the pt's attorney in complaint numbers (B)(4). There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt's operative report and on the accompanying sticker page.